Event description:
It was reported that multiple intermittent occlusion alarms occurred. Due to the issues, the customer's blood glucose level was reported as high, indicated by the cgm. A specific blood glucose value was not provided, but it was addressed by administering a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.